Event description:
Medtronic received information that after the implant of this bioprosthetic valve sinus node dysfunction, sinus arrest,junctional rhythm and sinus bradycardia occurred. A permanent pacemaker was implanted one day later. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).